Manufacturer narrative:
One bipolar pacing catheter without any attached components was returned for evaluation. The catheter body was tied with a suture on the 30 cm marker. The balloon appeared to be stained yellow. The catheter tip was slightly bent. Blood was observed from the windings. No visible damage or defect to the catheter body, windings, or electrodes was observed. No inconsistencies were observed when compared to lab sample. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using lab bd 5 ml syringe with 1.3 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. Perforation of the right ventricle is listed in the instructions for use as a potential complication associated with the use of pacing catheters. As noted: ¿cases of myocardial perforation associated with the use of temporary transvenous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended.¿ no device malfunction is suspected or alleged. No actions will be taken at this time.

Event description:
It was reported that "the right ventricle (rv) was perforated by the catheter during use. Due to the heart block, pacing catheter was inserted to the patient as a backup for implanting a pacemaker, but rv was perforated when the catheter was inserted. After the perforation, pacing lead was replaced. The patient condition was recovering as of (B)(6) 2013, and there seemed to be no problem after the surgery." The reporter commented that they do not think there was a problem with the catheter, but would like the catheter evaluated for ¿hardness¿.